Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal 20 tampons shredded and the center of the tampon pulled out with the string, leaving the outer cover inside. She was able to remove the remaining tampon pieces.